Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator immediately when powered on experienced "vent inop, motor fault, transducer fault, low pip and low ve" alarms. The customer performed transducer calibration tests. The calibration tests revealed that the turbine differential pressure calibration failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated xdcr pt800 and pt801 failed.